Manufacturer narrative:
Corrected information b1,b2, h1type of reportable event: outcomes attributed to ae. H1: type of reportable event. Additional information: d9, e4, h3, h6, h10, h11. . H11: the device was received for evaluation. During evaluation, the reported problem of 'under infusing' was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed the day before reported event date, the user programmed and infusion of fentanyl in the adult critical care area as reported. The infusion was ran with rate of 1.3 ml/hr and vtbi 35ml. The infusion ran for approximately 5 hours and 33 minutes until the pumped stopped due to an upstream occlusion alarm. The infusion resumed and ran to completion. The intended flow rate was not provided and additional details regarding pump set up are unknown, which could contribute to flow accuracy issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed ¿agitation and panicking¿ when a spectrum iq infusion pump under-infused. A 50ml vial of fentanyl was hung around 07:45 with an infusion rate of 2-5ml/hour on the day of the event. Approximately 12 hours later, the patient was noted to be ¿panicking and agitated¿. Fentanyl infusion was titrated up and a bolus was given as well. Per the reporter, the increase and bolus had ¿no effect¿. The staff increased the propofol which was running simultaneously. Per the reporter, the patient went from ¿10 of propofol to 25 in a short period of time¿. Before 2300 the nurse went to switch the fentanyl bottle, and discovered that it appeared to be full and that label from 07:40 was still attached to the bottle. At the time of this report, the patient had recovered. No additional information is available.